Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller board had no lights. A field service engineer replaced both drawer circuit board and controller boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not turn on, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.